Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reliatack articulating reloadable instrument. The visual inspection of the returned product noted the instrument timing was disrupted. The instrument cycled and articulated properly but no reload was able to be attached due to the disrupted instrument timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a laparoscopic ventral hernia, while tacking in hernia mesh, there were difficulties with loading the reload. There was difficulty in pressing the "push to reload" button. There was difficulty with navigating the lock and unlock button. There was no patient injury.